Event description:
It was reported that the patient was kept in the hospital following an implant procedure due to not being able to walk, pass urine, and shortness of breath. The patient was on oxygen and had an indwelling catheter. The physician believed that the issues were not device related and that it was due to a slow recovery secondary to patients age. The patient was admitted to a rehabilitation facility and was recovering.